Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device exhibited non-sustained oversensing episode due to pseudopseudofusion. The atrial pacing masked the ventricular tachycardia. The rhythm terminated spontaneously. It was suggested that changing the programming parameters will resolve the issue. Programming changes were made. No patient complications were noted.